Event description:
The customer contact reported that during preventive maintenance testing at the user facility, the device alarmed with error code 11/004 (less than 2.0 volts measured on lithium battery). There were no reports of any adverse patient events or delays in critical therapies while the device was in clinical use. No additional information was provided.

Manufacturer narrative:
Testing and investigation found the device alarmed for error code 11/004 (less than 2.0 volt measured on lithium battery). The device has been identified as part of a product recall. This report represents all the information known by the reporter upon query by hospira personnel.